Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: female, others are unk. Date of index surgical procedure? Unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. Was at least one reverse stitch performed prior to closure? Yes. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Infection in the uterus. The patient was treated with antibiotics and improved. Please provide the onset date/time of infection from the initial surgical procedure. Unk. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure?: no. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? : unk. Were cultures performed? If so, please provide the results. :unk. How much and what type of drainage is present in this wound? : unk. Please describe any medical intervention performed including medication name and results. : infection in the uterus. The patient was treated with antibiotics and improved. Were any pre-op cleansing procedures changed recently? If yes, please describe : no. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? : no other relevant patient history/concomitant medications? :unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event?: the cause of the infection is unknown but the surgeon changed the suture, so he thinks it may be one of the causes. What is the patient's current status?: the patient was discharged already and there is no problem. Lot number? : unk. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.

Event description:
It was reported that a patient underwent a c-section on an unknown date and a barbed suture was used as continuous suture on the uterus. Post-op, in the ward / ICU, the sutured area of the uterus (ecke) became infected. Additional antibiotics were added and it subsided. The current status the patient was reported as discharged from the hospital and with no problems. The surgeon opined that the cause of the infection is unknown but that they changed technique, so I think it may be one of the causes. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?